Manufacturer narrative:
A patient underwent a vocal fold augmentation procedure in which silk voice was implanted to treat vocal fold paralysis. One day after the injection, the subject reported dysphagia with resultant globus and phlegm sensation. The subject was brought to the emergency department with audible inspiratory and expiratory stridor with deep breaths. Ipsilateral hemilaryngeal watery edema was observed on flexible laryngoscopy. The patient was treated with steroid and discharged 24 hours later with no respiratory issues and tolerating her diet. Laryngeal edema is a known complication associated with this procedure. Product labeling and risk management contain appropriate information regarding edema of the larynx. Review of the pertinent silk voice device manufacturing records confirms the device was manufactured in accordance with specifications.

Event description:
A patient underwent a vocal fold augmentation procedure in which silk voice was implanted to treat vocal fold paralysis. One day after the injection, the subject reported dysphagia with resultant globus and phlegm sensation. The subject was brought to the emergency department with audible inspiratory and expiratory stridor with deep breaths.